Event description:
It was reported that while pt was being transferred by grandson, she slipped out of the sling. Pt confirmed that the sling had not been connected correctly. One arm of sling popped out of hook, causing pt to slip out, and fall to floor.